Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was not reported. The patient was hospitalized two days prior to peritonitis diagnosis for unrelated indications. On the same day as diagnosis, the patient was treated with vancomycin (2g, intraperitoneally, for one day) and gentamycin (8mg, intraperitoneally, four times a day for one day) for the peritonitis event. The patient outcome for the peritonitis event was not reported. Five days after the peritonitis diagnosis, the patient experienced a cardiac arrest and passed away. The cause of death was reported as due to a cardiac arrest. It was not reported if an autopsy was performed. Pd therapy was ongoing until the time of death but the patient was not performing therapy on a homechoice device at the time of death. No additional information is available.